Event description:
It was reported that there was high impedance noted on the biosense webster stockert generator and when the physician removed the catheter from the pt, char was observed on the 4th electrode. No pt consequences.

Manufacturer narrative:
No pt consequences were reported. One used catheter was received on 7/13/2009. The returned catheter was visually and functionally examined. There was a intermittent short confirmed with electrode band #4. The catheter was systematically dissected to determine the root cause. No issues were found at the catheter connector. Further dissection noted insulation damage on the conducting wire connected to electrode band #4. The conductor wires connected to the electrode bands are coated with quad layer insulation to prevent contact with the other internal components and with each other. Add'l insulation covers the conductor wires to further isolate the wires from other internal components. In this case, the insulation became damaged as a result of the conductor wire #4 being abraded against the internal flat wire during repeated deflection of the catheter. Once the insulation gets damaged, there is a potential for contact and a short circuit between the conductor wire and internal flat wire. Since the internal flat wire is in contact with the tip electrode (#1), there is the potential for a short condition between electrodes #4 and the tip. The device history record for lot number 55566 was reviewed to ensure that each manufacturing and inspection operation were performed and reported as complete and acceptable. No evidence of manufacturing error could be found.